Event description:
A customer reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Customer support determined that the issue was not caused during the load process and had not been previously reported with the specified pump serial number. Despite this, consecutive cartridge alarms were confirmed with the pump, leading to the decision to replace it. The customer was informed that a new pump with updated software would be sent and was advised on using multiple daily injections as a backup therapy. Instructions were given regarding placing the faulty pump into storage mode, returning it using a prepaid label, and programming the replacement pump with personal settings. The customer understood and acknowledged all provided instructions and confirmed the shipping address.